Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and capture thresholds. On (B)(6) 2019, the lead was capped and replaced. Patient was stable.

Manufacturer narrative:
Correction: describe event or problem provided in the initial report was incorrect. Included in this report is correct and should supersede the previously reported. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance, high capture thresholds, and oversensing. On (B)(6) 2019, the lead was capped and replaced. Patient was stable.